Manufacturer narrative:
As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, it was found the left ventricular (lv) lead exhibited non-capture. The lead was believed to be dislodged. No x-ray was taken to confirm the dislodgement. The patient was brought to the electrophysiology lab to revise lv lead. The physician elected to use a new lead instead of revising the existing one. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.